Manufacturer narrative:
Device was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify stuck button alarm and unresponsive buttons due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error and also received a stuck button alarm. Costumer¿s blood glucose value was 120 mg/dl. Customer stated that the insulin pump had an open book image error. Customer stated that they did press a button down for 3 minutes. Customer was not able to clear the alarms. The product will return for the analysis.